Event description:
A malfunction on the pump was reported, initially indicated by an unresponsive touchscreen that led to the appearance of a malfunction code, specifically malf 5. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.